Manufacturer narrative:
(B)(4). This involved a colleague version p1.7 infusion pump with a user interface module master software version 8.11.00. A service history review revealed that this device was not previously serviced for the reported condition, as the only records available are for preparation and installation. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "occluding on all three channels-cannot clear the occlusion" was not confirmed or reproduced during product evaluation. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The complaint was reported to baxter (B)(4) technical services that a colleague infusion pump had the reported condition of "occluding on all 3 channels- cannot clear the occlusion". This complaint address occlusion on channel b. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.